Event description:
The distributor contacted animas on (B)(6) 2015 alleging a display (dim/fading/color spectrum) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the display was found to be faint with red tint. The investigation was done by using the returned battery cap.